Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the user is experiencing particles in the airpath. There was no report of serious patient harm or injury.  In this follow-up, in box b, event description will be, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cancer and tumor.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.  In this follow-up, in box b, adverse event/product problem is updated. In this follow-up, in box g, date received by mfg (rfb) is updated. In this follow-up, in box h, type of reported complaint is updated. In this follow-up, in box h, patient outcome code grid  will be pao-tox-02-01 - cancer:c9305, pao-tox-02-09 - solid tumour:c9292 and health impact code grid will be him-gen-12 - serious injury/illness/impairment:c172031.